Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. A sensor was returned for investigation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.